Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient wife reported that the patient had cellulitis at infusion site and noticed small pink area at infusion site which was progressed into a dark pink and future leads to hard area of inflammation with tenderness. The patient removed cannula immediately and changed the infusion set and notify that site. The patient was on keflex 500 mg qid and his cellulite did not resolve patient consulted dermatologist and got order for doxycycline. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below information: it was reported that no issues with the cannula was observed upon insertion or removal, patient reported about the oozing from the site of insertion and also mentioned about mild, stinging pain.